Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: for the dates that a correlations was performed, there were no more than two hours between the inratio tests and the lab testing.

Manufacturer narrative:
Pending investigation.